Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: the reported failure mode was reproduced during testing. Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. D2 common device name revised on manufacturer device report 1220648-2025-27220 in accordance with updated procedures. G1 manufacturing site facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27220. G2 report source selections were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27220.

Event description:
The complainant reported that an automated impella controller experienced a system self-check failure. There was no patient involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.